Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with comprehensive guidance on performing a pump reset. After the pump reset, the device no longer displayed the cgm error code, allowing the caller to successfully start their sensor session.